Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5534 implantable pacing lead, (B)(6) 1998. (B)(4). Device remains in use.

Event description:
It was reported that there was a power on reset (por) noted by carelink transmission. The device did not require any parameters reset and the cause was not apparent on follow up call. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A critical ram parity error was recorded on (B)(6) 2012. A parity error is considered low severity and the device should be able to recover after a reset.

Event description:
It was further reported that the patient was seen in the clinic, the device was interrogated, and the por was cleared.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.